Event description:
The lay user/patient contacted lifescan on november 13, 2007 and alleged that her one touch ultra meter was displaying the error 4 message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in 2007 at about 12:00 pm. She also mentioned, feeling thirsty after the reported issue began. The patient is on an insulin regimen (type/dosage not provided). However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and the meter was not exposed to temperature outside of the acceptable range. The test strips were also within the expiration/discard dates and the patient's testing technique was reviewed to be correct. However, the issue was not resolved with troubleshooting when a retest was performed with a strip from a new vial. The complaint is being reported because the patient claimed that she experienced a symptom, which is suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.